Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("portions of coiled metallic wire are noted embedded in both cornua"), abdominal pain ("severe upper and lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("hormonal changes describe:, abnormal bleeding (general)/blood clotting") in a 37-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemic, thyroid disorder and menometrorrhagia. Previously administered products included for an unreported indication: iud copper, plastic iud and oral contraceptive nos. Concurrent conditions included vaginitis trichomonal. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2016 and norethisterone acetate (aygestin) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine pain and pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("lower back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight decreased ("weight loss"), pain in extremity ("thigh pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy), surgery (hysterectomy on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, intra-abdominal haemorrhage, vaginal infection, procedural pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, fatigue and weight decreased outcome was unknown, the abdominal pain, back pain, pain in extremity and arthralgia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pain in extremity, procedural pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. On unknown date: transvaginal ultrasound (tvu) - with dye, result of which was total bilateral occlusion. Surgical. Pathol.ogy final pathologic diagnosis : endometrium, biopsy proliferative endometrium. - negative for hyperplasia or malignancy microscopic description : a microscopic examination has been performed. Clinical history : diagnosis/clinical impression menometrorrhagia, desires ablation gross description. Labeled "emb" are tan tissue fragments and cloudy mucoid material measuring 1.5 x 1.5 x 0.1 cm in aggregate. The specimen is inked black and entirely submitted in cassette a1. (B)(6) 2016:final pathologic diagnosis a) left fallopian tube , salpingectomy : benign fallopian tube with focal adenofibromatous change . B) right fallopian tube , salpingectomy : benign fallopian tube. C) uterus and cervix, hysterectomy : - adenomyosis . Secretory endometrium . Bilateral intratubal metallic coils . Benign cervix with a prominent nabothian cys. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("portions of coiled metallic wire are noted embedded in both cornua"), abdominal pain ("severe upper and lower abdominal pain and cramping"), genital haemorrhage ("hormonal changes describe:, abnormal bleeding (general)/blood clotting"), menorrhagia ("severe menstrual bleeding/severe menstrual flow") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 37-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic, thyroid disorder and menometrorrhagia. Previously administered products included for an unreported indication: ring, plastic iud, oral contraceptive nos and iud copper. Concurrent conditions included vaginitis trichomonal. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2016 and norethisterone acetate (aygestin) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine pain and pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("lower back pain"), procedural pain ("painful post-operative recovery"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pain in extremity ("thigh pain") and arthralgia ("hip pain"). The patient was treated with surgery (hypothermal ablation, hysterectomy & bilateral salpingectomy, blood trasfusion and hysterectomy on (B)(6) 2016, bilateral salpingectomy,blood trasfusion). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, menorrhagia, intra-abdominal haemorrhage, vaginal infection, procedural pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, fatigue, weight decreased, hot flush and night sweats outcome was unknown, the abdominal pain, back pain, pain in extremity and arthralgia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hot flush, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, night sweats, pain in extremity, procedural pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. On unknown date: transvaginal ultrasound (tvu) - with dye, result of which was total bilateral occlusion. Surgical. Pathology. Final pathologic diagnosis : endometrium, biopsy proliferative endometrium. Negative for hyperplasia or malignancy microscopic description : a microscopic examination has been performed. Clinical history : diagnosis/clinical impression menometrorrhagia, desires ablation gross description. Labeled "emb" are tan tissue fragments and cloudy mucoid material measuring 1.5 x 1.5 x 0.1 cm in aggregate. The specimen is inked black and entirely submitted in cassette a1. (B)(6) 2016:final pathologic diagnosis. A) left fallopian tube , salpingectomy : benign fallopian tube with focal adenofibromatous change . B) right fallopian tube , salpingectomy : benign fallopian tube. C) uterus and cervix, hysterectomy : adenomyosis . Secretory endometrium . Bilateral intratubal metallic coils . Benign cervix with a prominent nabothian cys. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Lab data, historical drug were added. Added event hot flashes, night sweats. Updated onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("portions of coiled metallic wire are noted embedded in both cornua"), abdominal pain ("severe upper and lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("hormonal changes describe:, abnormal bleeding (general)/blood clotting") in a 37-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemic, thyroid disorder and menometrorrhagia. Previously administered products included for an unreported indication: iud copper, plastic iud and oral contraceptive nos. Concurrent conditions included vaginitis trichomonal. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2016 and norethisterone acetate (aygestin) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine pain and pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("lower back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight decreased ("weight loss"), pain in extremity ("thigh pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy), surgery (hysterectomy on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, intra-abdominal haemorrhage, vaginal infection, procedural pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, fatigue and weight decreased outcome was unknown, the abdominal pain, back pain, pain in extremity and arthralgia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pain in extremity, procedural pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. On unknown date: transvaginal ultrasound (tvu) - with dye, result of which was total bilateral occlusion. Surgical. Pathol.ogy final pathologic diagnosis : endometrium, biopsy proliferative endometrium. - negative for hyperplasia or malignancy microscopic description : a microscopic examination has been performed. Clinical history : diagnosis/clinical impression menometrorrhagia, desires ablation gross description. Labeled "emb" are tan tissue fragments and cloudy mucoid material measuring 1.5 x 1.5 x 0.1 cm in aggregate. The specimen is inked black and entirely submitted in cassette a1 (B)(6) 2016: final pathologic diagnosis a) left fallopian tube , salpingectomy: benign fallopian tube with focal adenofibromatous change . B) right fallopian tube , salpingectomy: benign fallopian tube. C) uterus and cervix, hysterectomy: adenomyosis. Secretory endometrium. Bilateral intratubal metallic coils . Benign cervix with a prominent nabothian cys ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet was received - the following events were provided: pelvic pain female incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("portions of coiled metallic wire are noted embedded in both cornua"), abdominal pain ("severe upper and lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("hormonal changes describe:, abnormal bleeding (general)/blood clotting") in a 37-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemic, thyroid disorder and menometrorrhagia. Previously administered products included for an unreported indication: iud copper, plastic iud and oral contraceptive nos. Concurrent conditions included vaginitis trichomonal. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2016 and norethisterone acetate (aygestin) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), back pain ("lower back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight decreased ("weight loss"), pain in extremity ("thigh pain"), arthralgia ("hip pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy), surgery (hysterectomy on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, intra-abdominal haemorrhage, vaginal discharge, vaginal infection, procedural pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, fatigue and weight decreased outcome was unknown, the abdominal pain, back pain, pain in extremity, arthralgia and uterine pain was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pain in extremity, procedural pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. On unknown date: transvaginal ultrasound (tvu) - with dye, result of which was total bilateral occlusion. Surgical. Pathology final pathologic diagnosis : endometrium, biopsy proliferative endometrium. Negative for hyperplasia or malignancy microscopic description : a microscopic examination has been performed. Clinical history : diagnosis/clinical impression menometrorrhagia, desires ablation gross description. Labeled "emb" are tan tissue fragments and cloudy mucoid material measuring 1.5 x 1.5 x 0.1 cm in aggregate. The specimen is inked black and entirely submitted in cassette a1 (B)(6) 2016:final pathologic diagnosis a) left fallopian tube , salpingectomy : benign fallopian tube with focal adenofibromatous change . B) right fallopian tube , salpingectomy : benign fallopian tube. C) uterus and cervix, hysterectomy : adenomyosis . Secretory endometrium . Bilateral intratubal metallic coils . Benign cervix with a prominent nabothian cys ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Events genital bleeding, vaginal bleeding, bladder disorder, urinary tract disorder, migraines, headaches,nausea, nickel allergy, dysmenorrhea, hip pain, "uterus" pain, thigh pain,fatigue, weight loss are added. Lot number and lab data updated. Product, patient & reporter information updated. On 25-may-2018: medical record received. Event embedded device was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portions of coiled metallic wire are noted embedded in both cornua'), abdominal pain ('severe upper and lower abdominal pain and cramping'), genital haemorrhage ('hormonal changes describe:, abnormal bleeding (general)/blood clotting'), menorrhagia ('severe menstrual bleeding/severe menstrual flow') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in a 37-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included anemic, thyroid disorder, menometrorrhagia and anemia. Previously administered products included for an unreported indication: iron from 1998 to (B)(6) 2016, plastic iud, oral contraceptive nos, ring and iud copper. Concurrent conditions included vaginitis trichomonal. Concomitant products included diphenhydramine citrate;paracetamol (excedrin pm), ibuprofen, ibuprofen (motrin), iron since 1998 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) since (B)(6) 2016 and norethisterone acetate (aygestin) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine pain and pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("lower back pain"), procedural pain ("painful post-operative recovery"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pain in extremity ("thigh pain") and arthralgia ("hip pain"). The patient was treated with surgery (hypothermal ablation, hysterectomy & bilateral salpingectomy,blood trasfusion and hysterectomy on (B)(6) 2016,bilateral salpingectomy,blood trasfusion). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, menorrhagia, intra-abdominal haemorrhage, vaginal infection, procedural pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, fatigue, weight decreased, hot flush and night sweats outcome was unknown, the abdominal pain, back pain, pain in extremity and arthralgia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hot flush, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, night sweats, pain in extremity, procedural pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She did not undergo essure confirmation test. (Discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Ultrasound scan vagina - in 2005: total bilateral occlusion. On unknown date: transvaginal ultrasound (tvu) - with dye, result of which was total bilateral occlusion. Surgical. Pathol.ogy final pathologic diagnosis : endometrium, biopsy proliferative endometrium. - negative for hyperplasia or malignancy microscopic description : a microscopic examination has been performed. Clinical history : diagnosis/clinical impression menometrorrhagia, desires ablation gross description. Labeled "emb" are tan tissue fragments and cloudy mucoid material measuring 1.5 x 1.5 x 0.1 cm in aggregate. The specimen is inked black and entirely submitted in cassette a1. (B)(6) 2016:final pathologic diagnosis left fallopian tube , salpingectomy : benign fallopian tube with focal adenofibromatous change . Right fallopian tube , salpingectomy : benign fallopian tube. Uterus and cervix, hysterectomy : - adenomyosis . Secretory endometrium . Bilateral intratubal metallic coils . Benign cervix with a prominent nabothian cys. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new event, "did you undergo an essure confirmation test? No" was added. Essure insertion date was updated. Iron added as historical drug and concomitant drug. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), back pain ("lower back pain"), coagulopathy ("blood clotting") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, back pain, coagulopathy and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, coagulopathy, intra-abdominal haemorrhage, menorrhagia, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.